Event description:
It was reported by service report that the stretcher would not always shift out of drive when the pedal was pushed into neutral. It is unknown if there was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Evaluation results: cam bracket assembly.